Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen got stuck and new items were pending. A technical support specialist (tss) dial in and checked the (knowledge article (ka) and found that in the ka specified that the manage inventory slowness not the new pend item slowness. Additionally, the tss applied the next step outlined in ka (medstation es intermittent manage inventory load delays large number of units assigned to device manage inventory slowness after upgrade) to address the slowness issue. An email was sent to the customer to verify whether the problem persisted. The customer responded confirming that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was stuck, and new items were pending. It was stuck in the loading screen, sometime for more than 5 minutes. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.